Manufacturer narrative:
Initial.

Event description:
It was reported that the user frequently announced breakfast as a smaller meal because the ilet¿s suggested breakfast dose seemed too large, which constituted an incorrect use procedure related to the user interface and led to a factory reset and coaching on proper meal announcements. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem involving improper or incorrect procedure with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.